Event description:
Subsequently, after the report was filed it was noted that the nc trek met resistance during removal with anatomy and the unspecified guide wire as the balloon remain partially inflated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon had to be removed partially inflated. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instruction for use (IFU)states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. In this case, it is likely that the instructions for use (IFU) violation of removing the balloon partially inflated contributed to the reported difficulty removing the device. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to operational context. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Furthermore, it is likely that the reported difficulty removing the device from the anatomy and the guide wire resulted from the balloon not being able to fully deflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect removal.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. The 3.0x12mm nc trek neo balloon dilatation catheter was inflated once to 6 atmospheres; however, when attempting to deflate it only partially deflated. The balloon was removed from the anatomy partially deflated. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.